Event description:
It was reported that during a therapeutic mini magen bypass procedure, the insulation on the single use thunderbeat device came off after five (5) minutes into the procedure. The patient was under sedation. The intended procedure was completed with another olympus backup device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.